Event description:
Hospitals were notified that the centers for disease control and prevention (cdc) investigated several clusters of infections that were linked to exposures to livanova (B)(4) (formerly sorin group (B)(4)) stöckert 3t heater-cooler devices often used during cardiac surgery requiring the use of a heart/lung machine. There were no reports of infection among the patients on whom the devices were used previously at this hospital. Shortly after notification this hospital ordered new heater-cooler devices but in the interim cultured the current devices. Culture results were positive for mycobacterium chimaera. Per cdc guidelines, 'hospitals that have identified contaminated 3t heater-cooler devices or patient infections associated with devices should promptly alert their local or state health department and submit a report to FDA via medwatch.' Manufacturer response for heater-cooler units, heater-cooler unit (per site reporter): FDA and cdc safety alert.